Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years 6 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with another aortic bioprosthetic valve due to severe aortic insufficiency, poor leaflet coaptation and congestive heart failure (chf). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added weight to field. If information is provided in the future, a supplemental report will be issued.